Event description:
It was reported that a spectrum pump displayed sys error 105 during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the sys error 105. The error was found to be caused by a failed motor. The failed motor assembly was replaced.